Event description:
It was reported that an long term follow up patient presented in the hospital for unrelated reasons. Upon device interrogation the battery longevity was noted to be at a very low state and the device went into backup vvi. Further troubleshooting was not attempted due to low battery. The generator was explanted and replaced. No patient symptoms were reported. No other information is available.